Event description:
Pt scheduled for bilateral capsultomies and implant exchange. Upon doing the surgery the right implant was found to be ruptured within the capsule. The surgeon performing the implant exchange was different from the implanting surgeon. The present surgeon and the pt were both unaware of the MFR of the ruptured implants. The ruptured implant and attached tissue were sent to pathology for exam. No abnormal pathology was reported out on the implant or attached tissue. Because the one implant was ruptured at the time of surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.